Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the explant date and had not declared end of life (eol) prior to explant. The estimated longevity range would have been 1.8 years (burst continuous) +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3662. The total stimulation on time was 1.79 years, suggesting the device had normal battery depletion at the time of explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.